Event description:
Information was received indicating that a smiths medical cadd solis vip pump automatically turned off during the update process and the lens was bad. There was no patient injury.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched lens and bent battery door springs. During analysis, the reported problem regarding scratched lcd lens was able to be duplicated. Pump did not power off during boot up. No software is present in pump. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.